Event description:
Customer reported that the baxter clearlink sets are coming loose and popping off of the maxplus valve on the extension set. Baxter sets can then leak after becoming disconnected. No sets have been saved. There was no report of pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved/ the customer complaint of baxter's sets popping off maxplus valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.